Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23561. It was reported the patient was unable to feel stimulation in his right leg/hip. X-rays revealed one of the patient's two leads had migrated. Subsequently, the patient underwent surgical intervention where the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative. Note: the patient has two leads and it is unknown which lead had migrated and was explanted/replaced. Therefore, both are being reported.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23561.